Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation mmdg found that the pump was able to trigger the auxiliary red led light, but was unable to trigger the audible portion of the auxiliary alarm. The cause of the auxiliary alarm failure was a bad speaker component. The pump was repaired and returned to the customer.

Event description:
The initial reporter states that the pump had no auxiliary alarm. The initial reporter also stated that this occurred during testing and that no patient was affected. Complaint-(B)(4).